Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced multiple high blood glucose level events for a number of days. The customer's blood glucose levels were over 600 mg/dl, 450 mg/dl, 179 mg/dl and 550 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level. The customer treated high blood glucose level with the insulin pump, shots and needles to get the blood glucose level down. The customer did not allege the insulin pump for under delivery. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose level. The customer had been using a new insulin pump but later they disconnected and shifted to the old insulin pump. The insulin pump was not on auto mode at the time of the incident. The insulin pump passed the high pressure test, self test and displacement test. The insulin pump will not be returned for analysis.